Event description:
An (B)(6) year-old female was brought to the cardiac catheter laboratory for placement of a stent. Upon the physician deploying the stent into patient's left popliteal artery, he was not sure if he had unlocked the stent prior to release. A decision was made to take the patient to the operating room (o.r.) Because there was concern that perhaps the distal tip of the sheath might break up. In the o.r., the stent was removed and patient underwent an endarectomy and stenting. The patient was discharged in stable condition.